Event description:
Several hours after initiation of IV infusion, the user noticed leakage at the connection between the tubing and the inlet of the device. There was no effect on the patient, in one case, blood flowed back into the tubing, blocking it. The user felt there was a risk of an embolus during the removal of blockage.